Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had called the emt (emergency medical technician) with hypoglycemia. The patient's blood glucose levels reached 30 mg/dl while wearing the pod for an unknown amount of time. The patient was treated with baqsimi and the emt tried to administer IV (intravenous) fluid. The patient was released the same day and did not go to the hospital. The pod was worn when seeking medical attention.